Event description:
The customer requested assistance to retrieve the alarm review from a patient incident which occurred at 21:00 on (B)(6) 2021. The device was reported to be in use on a patient, the patient expired.

Manufacturer narrative:
The customer biomed contacted philips to request technical assistance information with printing the alarm review from their intellivue mp20 patient monitor. There was no onsite philips engineer evaluation of the monitor for which the alarm review was requested. A philips remote service engineer (rse) contacted the biomed and provided information to access the alarm monitor alarm review as well as the event review along with the trends. The rse informed the biomed the information can be printed on the device recorder. Retrospective data retrieval would not prevent the device from continuing to provide real-time monitoring and alarming. It would not otherwise impact the ability of the device to monitor the patient and provide updates/alerts associated with current patient status. No information from customer or records were sent for review. The device remains at the customer site.

Event description:
The customer requested assistance to retrieve the alarm review from a patient incident which occurred at 21:00 on (B)(6) 2021. The device was reported to be in use on a patient, the patient expired.